Event description:
It was reported that a patient that received inappropriate atp therapy for a bigeminal rhythm in the vf zone. Reprogramming the device was recommended. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.